Event description:
It was reported that there was an over infusion of ketamine in the medical intensive care unit. The infusion was begun at 0950. At 1020, the pump alarmed for "air-in-line" and the bag was noted to be empty. The patient's vital signs were stable and still having 4/4 twitches on train of four. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that there was an over infusion of ketamine in the medical intensive care unit. The infusion was begun at 0950. At 1020, the pump alarmed for "air-in-line" and the bag was noted to be empty. The patient's vital signs were stable and still having 4/4 twitches on train of four. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.